Manufacturer narrative:
Block h6: patient code 1862 captures the reportable event of fistula. Patient code 2686 captures the reportable event of fluid discharge. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Additionally, the procedure was done under local anesthesia. According to the complainant, a patient who received spaceoar has recently had an active fistula. On (B)(6) 2020, the patient had to visit the physician, a urine like fluid from the patient rectum was observed. A pelvic MRI and computerized tomography (CT) scan was performed and it showed that a fistula was present. The patient was treated with 500 ml cephadroxil, 2 doses, topical lidocaine cream, 5 ccs saline with lidocaine with bicarb and 15 ccs 2% lidocaine. The patient received external beam radiation therapy (ebrt), 78 gry 42 fractionsand.

Manufacturer narrative:
Block h6: patient code e2314 captures the reportable event of fistula. Patient code e2315 captures the reportable event of fluid discharge. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: b5: correction made to incident narrative. G1: correction made to manufacturer site address.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Additionally, the procedure was done under local anesthesia. According to the complainant, a patient who received spaceoar has recently had an active fistula. On (B)(6) 2020, magnetic resonance imaging (MRI) was performed and it showed that the rectal spaceoar gel still present. Reportedly, on (B)(6) 2020, the patient visited his primary care physician (pcp), and the physician observed a urine like fluid from the patient rectum. On (B)(6), a pelvic MRI was performed. On (B)(6) 2020, a computerized tomography (CT) scan was performed and it showed that a fistula was present. The patient was treated with 500 ml cephadroxil, 2 doses, topical lidocaine cream, 5 ccs saline with lidocaine with bicarb and 15 ccs 2% lidocaine. On (B)(6) 2020, the patient was discharged from the hospital. The patient received external beam radiation therapy (ebrt), 78 gry 42 fractions.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Additionally, the procedure was done under local anesthesia. According to the complainant, a patient who received spaceoar has recently had an active fistula. On (B)(6) 2020, the patient had to visit the physician, a urine like fluid from the patient's rectum was observed. A pelvic MRI and computerized tomography (CT) scan was performed and it showed that a fistula was present. The patient was treated with 500 ml cephadroxil, 2 doses, topical lidocaine cream, 5 ccs saline with lidocaine with bicarb and 15 ccs 2% lidocaine. The patient received external beam radiation therapy (ebrt), 78 gry 42 fractionsand.